Event description:
It was reported that on (B)(6) 2003, the patient underwent the tha surgery for oa with the insert in question. The surgery was completed without any surgical delay. After the surgery, the patient has frequent dislocations due to aging wear and loosening. A revision surgery is planned as soon as insert is ready. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.